Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The pt tests her blood glucose 4 times a day. She test at mealtimes and at bedtime. The pt takes sliding-scale humalog insulin based on her meter readings. The pt was not sure when the alleged meter issue began. However, the pt mentioned that she had been using the reported meter for a few weeks. On an unspecified date, the pt reportedly obtained an unusually high meter reading of over 400 mg/dl around 8:00 pm. Based on the meter reading, the pt took 10 extra units of humalog insulin instead of her typical dose of 20 units at that time. That night, the pt mentioned that she ate dinner as usual. Around 1:00 am the next morning, the pt woke up feeling clammy, cold, and shaky. The pt tested her blood glucose on the reported meter and got a result of "130 mg/dl." Since the pt did not feel as though the reading was accurate, she retested her blood glucose with a backup meter and got a result of "30 mg/dl." The pt administered self-treatment by eating sugar and then went back to bed. The morning she called lfs for assistance on original date, the pt performed another meter-to-other meter comparison. The pt reported blood glucose results of "329 mg/dl" with the reported lfs meter and "122 mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <= 30% and/or <= 30mg/dl. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The pt administered self-treatment by eating sugar because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.